Manufacturer narrative:
Pending engineering evaluation.

Event description:
Index surgery: (B)(6) 2015. Revision due to loosening.

Manufacturer narrative:
The engineering evaluation noted in the revision reported that it was likely the result of tibial loosening, which allowed for a crack to form, consistent with fatigue failure, on the backside of the tibial component. This cannot be confirmed due to the limited information available, the lack of x-rays provided, and the components not being available for additional testing/dimensional analysis.

Event description:
Index surgery: (B)(6) 2015. Revision due to loosening.